Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the moving parts of the trigger not moving smoothly identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the moving parts of the trigger of the compact air drive device were not moving smoothly. It was further observed that the device would not run, was difficult to assemble/disassemble and had component damage. It was determined that the locking mechanism of the device was stiff/stuck. It was further observed that the engine and gearbox could not be dismantled. It was further determined that the device failed pretest for general condition, checking the attachment coupling, checking attachment coupling with oscillating drill attachment, checking reverse locking mechanism with oscillating saw attachment, checking free movement of softmode switch, checking function of device and checking power with power test bench. It was noted in the service order that k-wire attachment was stuck in the device and it was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.